Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The instrument was failing diff backgrounds when the leak was noticed. The volume of the leak was about 30 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through the retic shear valve cvl87/127. The fse replaced the tubing through the shear valve and the instrument ran without any leaks or errors. The repairs were verified per established procedures. (B)(4).